Manufacturer narrative:
Due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: unk-battery 1, unk-battery 2. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient described power switching during a clinic visit. Upon inspection of the controller, the perfusionist discovered that power port 2 on the controller was loose. The controller was exchanged without consequences to the patient. No further information was provided.

Manufacturer narrative:
Brand name. Heartware¿ ventricular assist system - batter. Model #: (B)(4) / catalog number 1650de. Device available for evaluation: yes, returned to manufacturer 29-may-2017. Device evaluated by MFR: yes. Labeled for single use: no. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Events of a loose power port 2 and premature switching were reported. One controller ((B)(4)) and two batteries (bat204129 and bat203908) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis of (B)(4) revealed a premature switching event. This event was triggered by bat204129 while connected to (B)(4). This premature switching event is most likely due to communication anomalies between battery and controller or normal patient usage behavior. (B)(4) did not receive the smr upgrade prior to this event.¿ heartware has opened an internal investigation to address communication errors between batteries and controllers. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and power port 2 connector. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process;an internal investigation has been opened by the supplier to address loose connectors.¿failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The most likely root cause of the reported power switching event can be attributed to a communication error between the controller and battery. The most likely root cause of the reported¿ loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
Hold for nykesha 4.15

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) exp.date:01/31/2016, mfg. Date: 01/31/2015. Method - analysis of data log(s) (B)(4); actual device not evaluated. Results - interoperability problem. Conclusion - design deficiency. (B)(4) exp.date:01/31/2016 mfg. Date: 01/31/2015. Method - visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results - no failure detected. Conclusion - no failure detected, device operated within specification. The reported events of a loose power connector and premature switching event were confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis of (B)(4) revealed a premature switching event. This event was triggered by (B)(4) while connected to (B)(4). (B)(4) was connected to (B)(4) but did not trigger the event. Analysis revealed that (B)(4) passed visual examination and functional testing. Analysis of (B)(4) could not be performed since the device was not returned for evaluation. This premature switching event is most likely due to communication anomalies between battery and controller or normal patient usage behavior. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported power switching event can be attributed to a communication error between the controller and the (B)(4). Analysis revealed that (B)(4) failed visual inspection due to loose connectors on power ports 1 and 2. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.